Event description:
This is filed to report tissue damage and prolonged hospitalization. It was reported that an initial procedure was completed on (B)(6) 2022 to treat mitral regurgitation (mr). Mr was reduced from grade 4 to grade 1. On (B)(6) 2022, the patient returned with dyspnea and fatigue, and it was suspected that the clip may have detached from one of leaflet. The physician noted that the dyspnea and fatigue were likely symptoms of heart failure however, the heart failure was not related to the device. On (B)(6) 2022, the patient underwent an echocardiogram and a rupture in the leaflet was identified, and mr had increased to grade 3. The clip remained stable on both leaflets. The physician noted that the patient did have a large anterior prolapse and this in combination with the additional tension applied by the clip may have contributed to the ruptured leaflet however, this cannot be definitively confirmed. The patient was currently asymptomatic and additional surgical intervention was being assessed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot numbers were not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr appears to be related to the tissue injury (rupture in the leaflet). A cause for the reported tissue injury cannot be determined. Tissue injury and mr are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.